Manufacturer narrative:
G2: citation: authors: baker, c. M., hunsaker, j. C., folzenlogen, z. A., pride, g. L., case, d. E., welch, b. G., white, j. A., roark, c. D., white, a. C., seinfeld, j., muse, j., grandhi, r., taussky, p.. Technical nuances and outcomes of telescoping pipeline flow diverters: a multicenter study. Operative neurosurgery 24(4):e255-e263 2023. Doi:10.1227/ons.0000000000000552 a.2. This value is the median age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. See related report#: 2029214-2023-01954. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Baker cm, hunsaker jc, folzenlogen za, et al. Technical nuances and outcomes of telescoping pipeline flow diverters: a multicenter study. Operative neurosurgery (hagerstown, md). 2023;24(4):e255-e263. Doi:10.1227/ons.0000000000000552. Medtronic literature review found a report of procedural and technical complications in association with the pipeline device. The purpose of this article was to consider the technical nuances and challenges of telescoping pipeline embolization devices (peds) for the treatment of intracranial aneurysms. Databases at 3 u.s. Academic neurovascular centers were queried to identify patients who met inclusion criteria. Patients 16 years or older who were treated with =2  telescoping pipelines (tpeds)for intracranial aneurysms were included. Forty-six (80% female; median age 55 years) patients had 48 intracranial aneurysms treated with tpeds. The following technical issues were noted: -the rationale for telescoping was usually to achieve double coverage for ruptured aneurysms (25%) or because of inadequate coverage proximally (25%) or distally (31%). Less common reasons included poor wall apposition (8%), aneurysm enlargement after initial pipeline placement (2%), and aneurysm size  (8%). -in one case, the pipeline was too short in its distal landing zone, barely covering the neck of the aneurysm -one pipeline device was in good position to cover the neck of a previously coiled aneurysm, but the proximal landing zone was tortuous and lacked perfect wall apposition. It was attempted to massage the proximal landing zone with a 14 wire to further expand the pipeline, but because of the tortuosity in the landing zone, only a telescoping construct with extension of the proximal landing zone into the cavernous segment achieved good wall apposition to prevent an endoleak. The following intra- or post-procedural outcomes were noted: -six (13%) patients, all with ruptured aneurysm at presentation, died. -most aneurysms had complete occlusion (raymond-roy class 1) on follow-up imaging (30 patients, 70%). One aneurysm was class 2 and 12 were class 3. Two (4%) patients had to be retreated. -1 case of aneurysm enlargement after initial pipeline placement (2%) -nine patients had a procedural complication. There were 2 hemorrhagic complications, 3 ischemic complications, 1 dissection, 1 spasm, 1 device thrombosis that resolved with repro, and 1 access related complication. -four patients had permanent complications   -mrs at last follow up was 0 in 8 patients, 1 in 22 patients, 2 in 7 patients, 3 in 2 patients, 5 in 1 patient, and 6 in 6 patients.